Manufacturer narrative:
This is a supplemental report to provide additional information and correct the device code. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The sheath of the subject device was kinked. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The sheath was kinked since a load was subjected to the sheath when the subject device was inserted into the endoscope or it was checked before use. The needle tube was unable to be extended since frictional resistance between the needle tube and the sheath was increased. The user pushed the needle slider forcibly. And eventually, the bronchus of the patient was perforated since the needle tube was extended from the needle tube suddenly. The instruction manual of the device has already warned as follows; *before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasonography, the subject device could not be controlled in the instrument channel of the bf-uc180f. And then, the needle tube of the subject device was come out from the tube sheath. As a result, the bronchus of the patient was perforated. The patient was transferred to a different hospital and the x-ray examination was conducted. The stent was placed in the left bronchus of the patient. The stent will be removed in the future.